Event description:
During a follow-up in clinic the day after initial implant, dislodgment was reported on the right ventricular (rv) lead. Diagnostic imaging was performed, and lead dislodgment was confirmed. During a revision procedure, the set screw in the device header was stripped which caused failure to remove the rv and atrial leads from device. Both the leads intact with device were explanted and replaced with a new rv lead, atrial lead, and device to resolve event. Patient was stable and was discharged from clinic.

Manufacturer narrative:
The reported events were for lead dislodgment and failure to remove from the header. As received, a complete lead was returned in one piece for analysis. The reported event of failure to remove lead from the header could not be confirmed. Visual inspection found the connector boot to be compressed with the outer coil stretched, which is consistent with procedural damage. Unable to perform the connector insertion test due to the connector boot being damaged as received. The lead was returned with the helix fully extended and clogged with blood/tissue. The measured full helix extension length was within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.